Event description:
A customer contacted beckman coulter inc., (bci), regarding a lower than expected, within the normal reference range, hybritech prostate-specific antigen (hyb-psa) result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab and was questioned by the physician. Subsequent testing on a second sample produced higher results above the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. Routine system checks performed on (B)(6) 2010 passed within instrument specifications. Service was offered by bci, but was declined by the customer. A definitive root cause has not been determined to date for this event.